Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula. No leaks were found in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noticed that there was insulin leaking on the skin. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating a new pod and bolus (exact amount was not provided) the bg levels went down to 11.5 mmol/l (207 mg/dl) 2 hours later.